Manufacturer narrative:
Correction and new patient information provided. A software engineering review recommended a site retraining regarding exam importing and registration as this event has occurred multiple times on the same system at the same site. A review of the software log files has not provided any additional information. The system has passed system checkout and the issue has not been able to be replicated by medtronic personnel. A medtronic field representative reported that the persons which are operating the navigations systems at the site, are just responsible for navigation within this hospital. They are experienced users of medtronic navigation. However, it is a bit of a special situation and/or setup where the issue occurred. They are importing intraoperative generated imri exams to the navigation system-merged on top of the preoperative scans and when they did this sometimes they lost registration. The rep has visited the site and tried to reproduce this together with the navigators without success. The last time it occurred the rep recommended to the navigators that they should send the intraoperative exam first to the pacs server and not directly to the navigation system. This allows the navigator to trigger the exam herself and then import to the navigation system. Further recommendations were provided that they should go immediately after they imported that intraop exam to the navigation system successfully, back to navigation-task. After they are back to navigation task, they can check immediately that navigation is still functional. Then they should go to stealthmerge (within the navigation task) and merge the intraop MRI exam to the other preop scans. After the last visit the customer reported that this is a much better workflow which appears to have resolved the reported issue.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that, while in a cranial procedure the previous day, registration was lost. This occurred after the intraoperative magnetic resonance imaging (imri) scan was transferred, and merged to the existing scans. This was an endoscopic pituitary surgery and everything worked out as usual. After intra-op imri imaging and imri-exam push to the navigation system, the navigator reported that when clicking on stealthmerge, selecting the received exams and merging them on top to the existing exams and after they verified the merge, they could not return to navigation because registration was no longer there. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.